Manufacturer narrative:
D6; device returned with no lot ID. H6; instrument was rec'd with a broken nose weld.

Event description:
The device was used during a laparoscopic hernia repair. It was reported by the rep the staples did not deliver. There was no consequence to the pt.